Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient was admitted to the hospital and diagnosed with an infection at the ipg site. The patient was given IV antibiotics to address the course of the infection. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates, the patient's infection has resolved.